Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer bolused, got distracted, and did not eat. Blood glucose (bg) was 42 mg/dl which was addressed with glucose tablets. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.